Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that air bubbles appeared during a vitrectomy procedure. The bubbles came from the probe for 1 or 2 minutes. The surgery was continued since the probe was working properly. The air bubbles were removed and the procedure was completed. No system message was displayed. Additional information provided by a company representative informed that there was no patient harm. Additional information has been requested. This is one of two reports being filed for the same facility. This report is for the event that occurred on (B)(6) 2015.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event does not meet requirements for reporting as a reportable malfunction. The initial decision to report was incorrect and previous similar reports have not led to a serious injury and it is not likely that a recurrence would result in a serious injury.

Manufacturer narrative:
Evaluation summary: no23ga probe was returned for bubbles coming out of the probe for a one to two minutes time period. For this complaint file, the final customer lot was identified. Three component probe lots, were used to make up the final lot. A device history record review for each of the lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. Two lots had no anomalies found based on the device history record reviews. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. Because a sample was not returned and the lot information indicated the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue could not be determined. Possible causes for bubbles generated within the probe may be from poor tubing connections to the probe, and cracked or improper seating of components within the probe.